Event description:
On 3/1/96 device was implanted. On 5/14/96 the left cylinder was removed. On 8/20/96 the right cylinder, pump, and reservoir were removed from the pt and one cylinder, pump and reservoir implanted due to infection, salvage procedure performed.